Manufacturer narrative:
Sample inspection: the pump module was received with instrument seal intact. Both iuis were observed to be in good condition. Internal inspection observed the door harness assembly to compressed between the ground screw and the rear case. No anomalies were observed with the display board assembly. Log analysis results: no errors or malfunctions recorded in the pump module logs. The pump module was last used on (B)(6) 2020 along with pcu device (B)(6). At 2:39 pm the pump module was selected for programming a rate of 31.5ml/h and a vtbi 90ml infusion was programmed and started. At 2:51 pm the pump module was selected for programming and rate was changed to 6.3ml/h and infusion was started. At 4:09 pm the pump module alarmed for door open, check IV set and the unit was channeled off. Test results: functional testing observed the rate display, scrolling display and the channel identifier did not light up. After attaching and reattaching the device multiple times the observed issue was no longer observed and could not be replicated. Test methods: n/a a review of the syringe module device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer the probable cause of the customers reported 7 segment displays not functioning was attributed to a compressed door harness assembly causing an intermittent connection. The customers reported 7 segment display not functioning was confirmed on the returned pump module and was attributed to a compressed door harness assembly causing an intermittent connection. No errors or malfunctions recorded in the pump module logs. Functional testing observed rate display, scrolling display and the channel identified not lighting up. After attaching and reattaching the device multiple times the observed issue was not observed. Internal inspection observed the door harness assembly compressed between the ground screw and the rear case. The device was being used for treatment purposes.

Event description:
It was reported that the 7 segment displays are not functioning. None are lighting up or displaying a, b, or c. There was patient involvement but no harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported channel select and rate display not showing. There was patient involvement but no harm.